Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2024 has been used as a placeholder. D4, g4: model number is not sold in the us but similar device is sold under model 011-c3322. This product was used for the di and 501k. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
It was reported that an 11 cm (4") pur smallbore trifuse ext set w/3 microclave¿ clear (red, yellow, green rings), 2 check valves, 3 clamps, rotating luer experienced leakage. The reporter stated that the event happened: continuous infusion of numetah on which a 30 minute infusion of paracetamol (rl) was administrated. A leak on the handle appeared during the infusion (rl), causing an infection risk for the patient and the loss of a part of the medicinal treatment. There are 3 involved problematic devices and/or mating devices: syringe/ perfusion/ vc. The procedure is for perfusion on 20 minutes. Medication involve is paracetamol. The status of the patient is good. The device involved is available to be tested. There was patient involvement and no patient harm no delay in clinical therapy. There was no serious injury/death. No blood loss. No unprotected chemo exposure. The device was changed with no further problem encountered.

Manufacturer narrative:
Additional information/correction: the event happened on 9-oct-2024.

Event description:
It was reported that an 11 cm (4") pur smallbore trifuse ext set w/3 microclave¿ clear (red, yellow, green rings), 2 check valves, 3 clamps, rotating luer experienced leakage. The reporter stated that the event happened: continuous infusion of numetah on which a 30 minute infusion of paracetamol (rl) was administrated. A leak on the handle appeared during the infusion (rl), causing an infection risk for the patient and the loss of a part of the medicinal treatment. There are 3 involved problematic devices and/or mating devices: syringe/ perfusion/ vc. The procedure is for perfusion on 20 minutes. Medication involve is paracetamol. The status of the patient is good. The device involved is available to be tested. There was patient involvement and no patient harm no delay in clinical therapy. There was no serious injury/death. No blood loss. No unprotected chemo exposure. The device was changed with no further problem encountered.

Event description:
Additional information received from the customer on (B)(6) 2025 stating that the event happened (B)(6) 2025. The status of the pump when the problem occurred was during preparation of perfusion = tb visually. No defects noted on the product before use. The patient pain treatment not received in its entirety (impossible to quantify what leaked because of leakage during treatment). The risk of infection present but no medical intervention necessary. The number of incidents/occurrences is 2.

Manufacturer narrative:
Updated information in b3, b5 and h6.

Manufacturer narrative:
Updated information: d9. Investigation summary: no 011-mc33080 product samples, videos or photographs were returned for investigation. Cannot confirm the complaint of leaking out at spinning spiros on the secondary line without the return of the failed product. A probable cause cannot be identified based on the information that has been provided. The device history record for lot number 13953434 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.